Event description:
It was reported that there was a power on reset (por) that switched the device to vvi 65 pacing. The por was cleared and the device was reprogrammed back to the pre-reset parameters. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a critical ram parity error recorded on (B)(6) 2011 in address "2a de". The power on reset severity is considered low as device should be able to fully recover after reset.